Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "deflation", "rupture or popped" and "felt nothing, was very soft, I couldn't feel anything when I flexed the muscle". This record is for the right side. Device remains implanted.